Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular lead was explanted due to patient's bacteremia infection. Intravenous antibiotics were prescribed to treat this bacteria. No additional adverse patient effects were reported.